Event description:
Physician reported that at one week post operative, the temporal 1/3 of the implanted intraocular lens appeared cloudy. The lens was removed and replaced at one month post operative due to the physician's observation of a cloudy optic and the pt's corneal edema.

Manufacturer narrative:
Evaluation of the returned intraocular lens showed gross contamination and handling marks. No other deviations were found. Batch records and raw material records were reviewed and showed no deviations. No relationship to the material or to the production process could be identified.